Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, partially explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
The pump was initially returned without any information associated allegation or reported patient symptoms. However, the health care provider via the representative later reported that the patient's relevant medical history included tetraplegia from mvc (motor vehicle collision) in (B)(6) 2013 and spasticity. The patient's pump and pump segment of the catheter were removed due to infection. However, the spinal segment of the catheter was not removed. It was further provided that the patient's infection was noted in (B)(6) 2014. The patient was quite thin and was having to be cared for bed rest only due to other medical complications. She developed skin erosion around the right lower quadrant pump and this became open, which exposed the pump and the open wound became infected. The pump was removed but the original pump catheter to intrathecal space was kept in place. During this same surgery on (B)(6) 2014, an extension catheter was connected to the original catheter and tunneled over to the left abdomen and a new baclofen pump inserted. The original catheter was not removed because the patient was extremely dependent on her pump for spasticity control and they wanted to provide a seamless transition over to the new pump. Should additional information be received a supplemental report will be filed.